Event description:
The customer states that after performing the correlation between the axsym digoxin ii and digoxin iii, the difference in results are too high. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.